Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not power up, there was no signal on the data monitor, and the application did not start. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the issue was caused by a faulty 5v power supply to the kvm switch inside the crcb. Fse replaced the faulty kvm receiver. After the replacement of the faulty kvm receiver, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.